Event description:
It was reported that the 3.5 x 18mm xience alpine stent delivery system (sds) was advanced to the lesion for direct-stenting. The sds was prepped inside the anatomy after which the sds balloon was pressurized; however, pressure indicator on the indeflator showed that the pressure did not increase smoothly. A balloon rupture was suspected. The stent was able to be deployed at a low pressure or 6 atmospheres. Although a balloon rupture was suspected, deflation of the balloon was attempted, but it took time to deflate the sds balloon and the balloon was not completely deflated. The sds balloon was retracted out of the deployed stent implant and the sds was removed out of the anatomy. As the stent was not fully expanded, post-dilatation of the stent was performed. There was no reported resistance felt during advancement of the sds to the lesion or with the guide wire. After the procedure, an attempt was made to pressurize the sds with water and leakage was observed from around the guide wire exit notch. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The leak was able to be confirmed. The difficulty deploying the stent and deflation issues could not be replicated in a testing environment due to the condition of the returned device. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported leak however the difficulty deploying the stent and deflation issues appear to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no incidents reported for difficult to deploy, leak, or deflation issues for this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It should be noted the xience alpine everolimus eluting coronary stent system instructions for use states: prepare an inflation device / syringe with diluted contrast medium. Attach an inflation device / syringe to the stopcock; attach it to the inflation port of the product. With the tip down, orient the delivery system vertically. Open the stopcock to delivery system; pull negative for 30 seconds; release to neutral for contrast fill. Close the stopcock to the delivery system; purge the inflation device / syringe of all air. Repeat steps until all air is expelled.